Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely depressed cardiac troponin I (tnih) patient result obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant, falsely depressed cardiac troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) and was questioned. The same sample was reprocessed the same day on the same instrument and a higher correct result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed tnih result.

Manufacturer narrative:
MDR 2517506-2019-00437 was filed on 21-nov-2019. Additional information (04-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed cardiac troponin I (tnih) on the dimension exl with lm instrument. Hsc evaluated the information provided and the instrument data files. No product non-conformance was identified. The calibration and quality control (qc) results were within limits at the time of the event. No other samples have been reported to have this issue. Siemens service proactively addressed reagent 2 probe and sampler alignments. The customer is operational. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Adverse event problem has been updated to reflect the hsc investigation.